Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to two spyscope ds ii and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii and spyglass ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2022. During the procedure, artefacts was seen on the screen when using the spyglass ds controller. They tried two different batches of spyscope ds ii; however, the problem was not resolved. They thought that the problem was the base of the plug of spyglass ds controller, that the contact between the spyscope and the spyglass plug was very bad and when they moved the spyscope in the plug the image was better. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.